Event description:
It was reported that during an ivc-civ treatment procedure of a lower extremity dvt, the oasis thrombectomy catheter system collection bag was checked and the collected fluid volume was found to be 600cc. Saline volume injected was measured at 400cc; therefore, it was deemed too much blood was aspirated. According to the spec's the blood loss should be approximately 20% of the collected fluid, but this time, 33% of the collected fluid was blood. The procedure was reported as successful. No pt injuries or complications were reported. Pt status is reported as 'good'.